Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where it was reported that high-rate infusions are causing the device to pop off of the intravenous (IV) catheter. It was stated one came apart during a CT scan and the IV contrast was lost. There was patient involved and unknown human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a supplemental report will be submitted.